Event description:
It was reported that the balloon was fractured. The target lesion was located in the left main artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, when preparing to dilate after reach the lesion, it was found that the blade was damaged, causing the balloon tip to fracture. The device was withdrawn from the patient's body and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was fractured. The target lesion was located in the left main artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, when preparing to dilate after reach the lesion, it was found that the blade was damaged, causing the balloon tip to fracture. The device was withdrawn from the patient's body and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. Furthermore, the blade on the surface of the balloon was already missing from the beginning. It was not caused by any external force during manipulation. The device was completely removed from the patient's body after it was slowly deflated.